Event description:
Tubing leaking during infant feeding at the union of tubing and male hub. Recurring problem with this product at this facility for approximately 5 months. The manufacturer has been notified and product has been returned; the manufacturer says they are investigating. The problem continues to occur. There are multiple reports for this issue.